Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display would not stay up and noted that the lower display hinges were damaged. It was additionally noted that the lower case feet were worn, the "25" speed button on the printer keypad functioned intermittently and the electrocardiogram connector on the link electronic module was loose. The device was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer's screen would not stay in position. The programmer was returned for service as well as for test and calibration. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.